Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 6fr sheath, after a lower limb angiogram procedure. Reportedly, after closing the lever of the proglide device, difficulty removing the device from the patient anatomy occurred. After some manipulation, the device could be removed; however, hemostasis was not achieved. A non-abbott device was used to achieve hemostasis. Once the device was removed from the patient anatomy, it was found that the footplate was ¿sticking out¿ even though the lever was fully closed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the foot, difficulty removing the device and failure to achieve hemostasis could not be replicated in a testing environment. A posterior foot break, not returned was found during evaluation of the returned device. The location of the detached foot is unknown. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The returned device condition indicates tissue or suture was caught in foot contributed to the reported difficulties with the foot. It may be possible that poor or partial tissue capture may have occurred such that contributed to the reported failure to achieve hemostasis. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Event description:
A posterior foot break, not returned was found during evaluation of the returned device. The location of the detached foot is unknown. No additional information was provided.